Event description:
It was reported that the pt's scs system was not functioning properly and the pt wanted her scs system explanted. The pt had not charged her ipg since last summer. Her entire scs system was explanted and replaced with a new one.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.